Event description:
New information received notes that non-sustained right ventricular oversensing was likely also a result of high atrial output. Programming change was made. Patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow up. The implantable cardioverter-defibrillator exhibited non-sustained right ventricular oversensing (nsrvo) noted on the stored electrogram, which was caused by crosstalk. Several atrial paces were sensed on the ventricular channel. Programming changes were discussed. Patient was stable.